Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen of the catheter seemed tight when manipulating the guidewire. The device was removed from the patient, and it was found that the guidewire was not moving freely within the lumen though no apparent damage was observed. The catheter was replaced, and the new catheter was able to be used with the same guidewire. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen of the catheter seemed tight when manipulating the guidewire. The device was removed from the patient, and it was found that the guidewire was not moving freely within the lumen though no apparent damage was observed. The catheter was replaced, and the new catheter was able to be used with the same guidewire. The procedure was completed with no patient complications. The device is expected to be returned for analysis. It was further reported the device is not expected to be returned for analysis due to disposal. Heparin was also given pre-transseptal puncture. The activated clotting time was therapeutic throughout the procedure. The last activated clotting time taken was between 300 and 350 seconds. Fluoroscopy and intracardiac echocardiography (ice) were used during the procedure. No tissue was seen on the device following the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5: describe event or problem - updated